Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Legal counsel further reports that the first stage of a two stage revision was performed on (B)(6) 2011. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00251 / 00253).